Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered and a manual insulin injection was administered to address bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Additionally, the customer had been using the same cartridge and infusion set for over 3 days. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.